Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the nature of the alarm and decided to replace the pump, sending the customer a replacement with updated software. Instructions were provided to return the faulty pump and put it into storage mode before returning. The customer was advised to continue using the current pump or mdi as necessary to ensure insulin delivery.